Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged grey sheath is confirmed but the exact cause remains unknown. One 3.5 fr x 5 cm microez microintroducer was returned for evaluation. The grey sheath had not been peeled. Deformation at the distal end of the sheath was observed. Blood residue and evidence of use was noted on the device. Microscopic inspection of the sheath tip revealed multiple points of inward bunching. Additional deformation and outward flaring of the sheath tip was also visible. A review of the manufacturing records did not reveal any evidence to indicate a manufacturing related root cause. Based on the information provided, possible contributing factors include advancement against resistance, inadequate skin insertion site incision, and steep insertion angle. Since deformation to the sheath tip and evidence of a difficult insertion was noted on the device, the complaint is confirmed; however, the exact factors contributing to the reported event remain unknown. H3 other text : evaluation findings are in section h.11.

Event description:
Customer reported they opened a 3.5 fr microintroducer for use before placing the patient and found that the gray portion of the sheath was very soft and not stiff enough to support delivery to the puncture site. 5/30/2023 - the returned device exhibited multiple points of inward bunching, flaring and deformation. No other information was provided.